Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that when the patient was in their car they noticed since (B)(6)2017, that their stimulation changed positions from the ¿upright positions¿ to the ¿laying down¿ or ¿upright mobile¿ position. It was reported that they noticed that the stimulation was more intense when they were sitting in their car since that same date as well and they thought it was because the ins was pressing against the car seat. It was reported that the patient had adjusted the stimulation to make it more comfortable in that situation. Patient services asked technical services if reclining in a car and using foot pedals caused this change and the technical services stated that the upright to the upright mobile was difficult to explain, but that the manufacturing representative (rep) could adjust the ¿mobility rate¿ that sensed the patient¿s movement in those positions. The technician stated that the rep had a measurement of when the device recognized the patient was laying versed upright. It was recommended that the patient discuss having their programming checked at their doctor¿s office. No further complications were reported/anticipated.